Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a right unruptured ophthalmic saccular aneurysm measuring 12mm x 6.50mm. Post pipeline deployment, it was reported that the aneurysm was no longer visible and a clot was noted distally within the device. The physician administered a bolus of 7mg integrilin and the follow-up angio showed that the clot issue was resolved.no other injuries were reported with the patient as a result of the procedure.